Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found corrosion in the pod. The device was originally reported for hazard alarm.

Manufacturer narrative:
The device was received fully deployed with evidence of corrosion observed through the bottom housing. After removing the pod housing, corrosion was observed on multiple components, such as the pcb, bottom battery, chassis, top housing, piezo, top battery, mechanism rail, and on the back of the pcb. All three battery voltages were lower than expected and data was not able to be retrieved from the device due to the observed corrosion. During investigation, no leaks were observed that would contribute to the observed corrosion. No damages or defects that would contribute to a hazard alarm were observed, however due to data loss, the presence and cause of the reported hazard alarm could not be confirmed. It could not be determined if the observed corrosion contributed to the reported hazard alarm. The observed corrosion can be confirmed as the cause of data loss, however the exact cause of corrosion could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.